Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate ongoing dysphagia leading to patient request for explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2018. Device explant due to moderate ongoing dysphagia and patient request occurred on (B)(6) 2018. Device was found in the correct position/geometry.